Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. Customer¿s blood glucose level was unknown at the time of call. Customer stated that they pulled the plunger out of the bottom on accident. The insulin pump will not be returned for analysis.